Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the usb port was loose and the pump took longer to charge. Customer's blood glucose ranged from 180-217 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.